Event description:
It was reported that the stent delivery system (sds) froze on the guide wire during advancement. Upon removal of both devices, it was noted that the stent had moved proximal on the balloon. This is being reported as a malfunction MDR based on the returned product evaluation, in which the distal tip was separated.